Manufacturer narrative:
Citation fang, y. (N.d.). Endovascular treatment of intracranial vertebrobasilar artery dissecting aneurysms: parent artery occlusion versus flow diverter. European journal of radiology retrieved from https://doi.org/10.1016/j.ejrad.2017.12.009 the available information is from a retrospective case review from 2003 to 2016. The reported devices remained implanted in the patients, therefore would not be available for evaluation. According to the article, the patients who were treated with pipeline embolization device had been diagnosed with dissecting aneurysms and were symptomatic. There was no report of product malfunction and the reported complications appeared as patient condition and procedure related. The article concluded more evaluation was needed for the application of fd in treating acutely ruptured vbdas, and additional coiling should be considered. The ped instruction for use states, "contraindications ¿ the pipeline¿ flex embolization device should not be used alone as sole therapy for acutely ruptured aneurysms." Link MDR's 2029214-2018-00248. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from literature review that 2 patients experienced complications after flow diversion procedures with pipeline embolization devices (ped). The first patient who presented with mass effect received 2 ped implants to the dominant vertebral artery dissecting aneurysm measured 26 mm long and 23 mm wide. A second non-dominant vertebral artery dissecting aneurysm was treated with non-medtronic device. This patient was reported to have worsened mass effect post procedure, but it was uncertain which procedure the complication was related to. This patient was discharged with mrs of 4. The ped treated aneurysm was reported as improved after 13 days based on angiographic images. The second patient presented with nuchal pain/neck pain received 1 ped implant to dominant vertebral artery dissecting aneurysm measured 13.5 mm long and 5.9 mm wide. A second non-dominant vertebral artery dissecting aneurysm measured 6.5 mm long and 4.7 mm wide was also treated with 1 ped implant. This patient was discharge with mrs of 1. It was reported the patient had right posterior inferior cerebral artery region infarction detached by imaging taken 6 weeks post procedure. The patient's larger aneurysm was report to have total occlusion in 1270 days and the smaller aneurysm was occluded in 48 days based on angiographic images . The article was a retrospective study of 25 consecutive patients with 27 vertebrobasilar artery dissecting aneurysms (vbda) to compare the safety and efficacy of endovascular parent artery occlusion (pao) and flow diverter (fd) treatment in treating vbda's. 17 vbda's were treated with pao and 11 vbda's were treated with fd's in the fd group, 9 aneurysms in 7 patients were treated with pipeline embolization devices (ped's).